Manufacturer narrative:
Upon receipt, the device was interrogated, revealing the battery status eos. The memory content of the device was analyzed. Confirming the clinical event description, the analysis revealed that the device was reinitialized on (B)(6) 2015. The data further showed, that the device automatically reactivated the backup mode on (B)(6) 2015 at 12:01 am, because it detected invalid memory content during an automatic signature check. Based on the information available for analysis the root cause of the invalid memory content was not determinable. Therefore, it cannot be excluded that the presence of invasive external influences, such as strong electromagnetic fields or a repetition of the reported radiation therapy may have contributed to the clinical event. While the ICD was in backup mode 55 therapies were delivered by the device on (B)(6) 2015 within a short period of time. As a result of that fast successive charging the device activated the battery status eos at 08:02 pm on (B)(6). Please note, that in general the backup mode program will be loaded from an unalterable memory. Therefore the vf detection criteria are fixed in backup mode to cover the widest possible patient population. In a next step, the invalid memory content was corrected and the eos status removed with a technical programmer. Subsequently, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached and the charging time of the high voltage capacitors was as expected. In addition a sensing test was performed. The device sensed the attached heart signals free of noise, proving the sensing functions of the ICD to be normal. There was no indication of a device malfunction. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. Particularly the final acceptance test proved the device functions to be as specified. There was no indication of a material or manufacturing problem.

Event description:
Patient receiving radiation therapy and device was found to be in backup mode. The device was reset, reprogrammed, and a full followup was performed. The device remains implanted. On (B)(6) 2016 - based on the analysis, this is reportable.